Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7093991/7089841.

Event description:
It was reported that the patient had an emergent MRI, and the device was not properly turned off or placed in MRI mode. Per patient, ever since then the ipg was overheating and had loss of stimulation. It was also noted that the patients leads were fractured and all contacts on the right lead are completely out and was unable to achieve back coverage and was receiving undesired sensation. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The explanted device will not be returned as they were kept by the medical facility.